Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had disconnected mode icon. A technical support specialist (tss) could not dial into station initially and deployed packages by following the knowledge article "beyondtrust v24 and rss troubleshooting". Then the tss followed knowledge article "proper data sync 2.0 procedure" and confirmed that all transactions have been queued locally and processed at the server. Further the tss verified that the station synchronization service was running normally and that the upload queue size was 0. After backing up the database, tss initiated a full synchronization, which completed successfully, and the failure icon disappeared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patient orders failed to appear. The device displayed a disconnected icon, and one patient was affected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.